Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having issues with the serter. The customer's blood glucose reading was over 400 mg/dl at the time of incident. Troubleshooting found that the needle was inserted sideways and that this may have led to the high blood glucose. No further details given.